Event description:
The graft leaked blood (quantity is not attainable) from "pinholes" in its bifurcation. The dr sutured the pinholes to stop the leakage. The graft was left in. The pt is doing well.